Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
External insulation abrasions were found at 51.5 cm to 51.8 cm and 51.7 cm to 52.6 cm from the distal end consistent with lead friction to the ICD. The etfe coatings of the rv conductors were intact. MFR name: st jude medical (B)(4); no complaint received with return of device. Failure (event) observed during analysis.